Event description:
It is reported that both the 9mm and 10mm trials were difficult to remove. The surgeon inserted a 9mm stem which fell into the canal. The surgeon then inserted a 10mm stem which fit good, even through the trial did not.

Manufacturer narrative:
Evaluation summary: it is unk if the humeral canal was prepared per the surgical technique. An implant fit is dependent on the reaming technique, patient's bone quality and anatomy. Due to this, the amount of press fit may be less than desired in some situations. Cause cannot be definitively determined. Evaluation codes: device history records were reviewed and found conforming for the humeral stem. Lot numbers were not provided for the pilots or provisional, therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.